Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va02hzc, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and had been having to catheterize. It was stated the patient¿s implantable neurostimulator (ins) was ¿not working at the moment.¿ reportedly, the patient went to a pain clinic on (B)(6) 2013 and had a radio frequency ¿block¿ on their nerves. It was noted the patient had therapy issues since then. It was stated the patient¿s ins was turned off prior to the procedure and it was done on their right abdominal pelvis area. It was noted the patient¿s ins was located on their right side and the patient was put to sleep during the procedure so they did not know if they had a change in therapy or stimulation during the procedure. The patient synched their programmer with their ins and it was found that the patient was on program 4 at 1.3 volts and their ins was off. The patient turned the ins on and stated they did not feel stimulation. The patient increased their stimulation and felt stimulation in their foot at 2.6 volts. The patient then decreased stimulation until they did not feel it in their foot. It was noted the patient was on program 1 at 1.3 volts prior to surgery. The patient switched to program 1 and stated they did not feel stimulation. When the patient increased to 2.4 volts they could feel it in their foot so they decreased to 2.1 volts and did not feel it in their foot. It was noted the patient did not feel stimulation in their bicycle seat area.